Manufacturer narrative:
B.5.medtronic received information that prior to use of a bioconsole 560 instrument, it was reported that the batteries were not holding the charge. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the last battery change was in (B)(6) 2020.it was a failure in the batteries of the equipment, which had already reached their useful lifespan and are in the process of being changed. E.update to initial reporter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the reported batteries not holding charge issue was verified during service. Service technician performed general cleanliness and found no evidence of fluids or blood, only normal dirt from use. Upon initial verification of the unit, the equipment showed a full load on the screen, but when disconnecting the ac cable, it shut off suddenly. The unit was disassembled and when verifying the voltages it was noticed that they were below the suitable work ranges (12.5v). The issue will be resolved by replacing the batteries. Note: the instrument was serviced by a medtronic field service technician in the facility. The instrument did not return to a medtronic facility for service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time, the batteries of this bioconsole 560 instrument were not holding the charge. The use of the instrument was unknown. There was no patient impact reported with this event.